Manufacturer narrative:
Follow-up submitted as further investigation determined all bed functions were working to specification. A marking around the capacitor on the beds cpu board resembled a water stain; however, there was no actual moisture on the cpu board. At the customer¿s request, the cpu board was replaced even though it was performing to specification.

Event description:
It was reported via repair work order that the cpu board may have had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cpu board may have had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.